Event description:
A (B)(4) male pt called in to zoll lifecor customer support to report that his monitor was damaged while getting into his car. The pt reported that the top of his monitor had come off. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (end cap came off) has been confirmed. Upon visual inspection, it was found that the end cap was separated form the monitor case and one cable running from the computer/analog pca board to the auxiliary board were unplugged and another cable was damaged. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. The cables were reconnected and the monitor was then fully functional. No adverse event resulted from the disconnected cables. The pt received a replacement monitor.